Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. Component code: (B)(4) device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Note: events reported in 2210968-2021-09900, 2210968-2021-09901, and 2210968-2021-09903.

Event description:
It was reported that the patient underwent a cardiovascular procedure on (B)(6) 2021 and suture was used. During the procedure, at the time of making the stitch, the suture weakened and broke in half. The surgery was delayed by 10 minutes. Another suture was used and the procedure was completed successfully. There were no adverse patient consequences reported. No additional information was provided.